Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. There were multiple scratch marks on the package. The device position and paper folder condition indicates that the device was mishandled at unknown point and cannula and paper folder impacted the seal area, therefore sterile barrier was compromised as a result of a severe non-normal handling after it was shipped to the customer.

Manufacturer narrative:
(B)(6). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable straps were used. Prior to using the device on the patient, it was noticed that the foil packaging was not sealed properly and the tip of the device was outside the packaging. The device was not used because it was not sterile. The procedure was completed with a same like device. There were no adverse patient consequences reported.